Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the patient received an inappropriate shock due to t-wave oversensing during a slow ventricular tachycardia (vt) episode. The vt/vf zone was reprogrammed to resolve the issue of further inappropriate therapies and the patient will be seen for a vt ablation procedure. The patient was in stable condition.

Event description:
During follow-up, it was noted that the patient received an inappropriate shock due to t-wave oversensing during a slow ventricular tachycardia (vt) episode. The vt/vf zone was reprogrammed to resolve the issue of further inappropriate therapies. The device was explanted and replaced and the patient was in stable condition.